Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received unknown alarms when high and low blood glucose (bg) levels occurred. The cause for the reported high and low bg levels was not provided. Additional information was unable able to be obtained due to the customer declining troubleshooting with tandem technical support.